Manufacturer narrative:
The reported events of helix mechanism issue and a stylet insertion issue were confirmed by analysis. Final analysis found over torqued inner coil at connector region and bent helix both consistent with procedural damage. No other anomalies were found.

Event description:
It was reported that the patient presented in clinic for implant. During procedure, the right ventricular (rv) lead had dislodged. During the attempted repositioning, the helix failed to retract, and the stylet failed to advance into the rv lead. The rv lead was not implanted and was replaced by a lead at hand on (B)(6) 2021. There were no patient consequences.